Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent cartridge alarms occurred during the load sequence. The customer provided a blood glucose level of 300 mg/dl. A review of pump data by tandem customer technical support (cts) was unable to verify the alleged cartridge alarms. Multiple contact attempts were made by cts to obtain further information regarding the issue; however, no additional information could be obtained.